Event description:
It was reported that the pump flipped and this was surgically corrected; the healthcare professional (hcp) un-flipped and stitched the pump in. The hcp reduced the dosage by 14 percent as well. The device manufacturer representative (rep) had not heard about any complications post-surgery. It was unknown how the pump was freed from the tissue. It was believed that ¿the physician might think the patient manually freed it up herself, but cannot prove.¿ the patient¿s status was listed as alive with no injury and no patient symptoms or complications were noted to have been associated with the event. No patient outcome was reported. The pump was delivering morphine. Follow-up was conducted for additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient recovered without permanent impairment. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).